Event description:
The accounts engineer stated the hi/low and head functions are running on their own. The diagnostic codes are indicating 8 flashes which indicate a stuck switch. He also found with the right foot controls unplugged the bed was working fine.

Manufacturer narrative:
The accounts engineer stated the bed is fixed and back in service but he doesn't know what fixed it.